Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an angiogram was performed which noted left main thrombus prior to arrest but was not visible post arrest. An echocardiogram that was performed post arrest was notable for atrioventricular thrombus. The arrest occurred during the low flow events. The low flow events were thought to be related to hypotension/respiratory arrest following embolization of left main thrombus. The low flow alarms resolved following intubation. The main cause of loss of consciousness/respiratory arrest was unable to be differentiated from ventricular tachycardia (vt) and thrombus embolization. The patient did not have a history of vt prior to left ventricular assist device (lvad) implantation. The patient experienced encephalopathy and left hemiparesis. Anticoagulation was held given the risk of hemorrhagic conversion but was restarted when cleared by neurology. The patient ultimately experienced an embolic stroke and recovered with physical mobility deficits which required acute rehab.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrested in the catherization lab with reported pump off events during the procedure. However, initial interrogation noted only 2 low flow alarms without evidence of interrupted pump function. The patient was intubated and sedated. It was preliminarily believed that the arrest was in the setting of embolization of thrombus. The patient presented with acute chest pain and positive tropes. A left heart catherization was completed after sustained ventricular tachycardia (vt) overnight. The log file captured low flow events on (B)(6) 2021 and there were no noted pump stops. There were also a few no external power events on (B)(6) 2021 that appeared to have been a result of simultaneously disconnecting power from both controller leads.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Additionally, the analysis of the log files submitted by the account confirmed the report of low flow alarms. According to the account, the account felt that the low flow alarms were related to hypotension/respiratory arrest following the left main (lm) thrombus embolization. The submitted system controller event log file contained data from 24may2021 through 03jun2021. The file captured three consecutive low flow hazard alarms on 03jun021. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists pump thrombosis, cardiac arrhythmia, and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia and thromboembolism as a potential late postimplant complication. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Lastly, section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for mlp-018359 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22oct2019. No further information was provided. The manufacturer is closing the file on this event.